Event description:
Healthcare professional reported right side capsular contracture, baker grade iii/IV. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.

Manufacturer narrative:
Additional, corrected and/or changed data: a.4.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii/IV. Device remains implanted.

Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii/IV. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe since it is not related to the device. As per the investigation procedure crease was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.